Manufacturer narrative:
(B)(4). A biomed reported to physio-control that they replaced the therapy cable connector on the device and removed the quick combo cable from service. Proper device operation was observed through functional and performance testing and the device was placed back into service for use. Physio-control did not evaluate the device. Physio-control performed a clinical review of the reported event and determined the death of the patient was not related to the reported device issue.

Event description:
Physio-control received a customer submitted medwatch report (report number mw5066297) from the FDA. It was reported that (B)(6) year old male patient was in cardiac arrest and an attempt was made to attach the paddles for defibrillation; however during attaching the paddles, they found that a pin from the quick combo cable was broken in the connector in the device. The customer felt there was a 3-4 minute delay while they attempted to connect the paddles into the device connector. When the staff inserted the paddles connector into the device, the broken pin prevented insertion and then they forced the cable into the connector, which also bent the pin in the paddles connector. They were able to connect the quick combo cable into the device and use the hands free pads. Defibrillation was delivered which brought the patient's heartbeat back to a normal sinus rhythm. The patient required care in ICU and was intubated. Supportive care was later withdrawn and the patient expired. The customer, a healthcare professional, confirmed that the patient's death was due to his condition and multiple health issues and not from the device use.